Event description:
It was reported that, before the tracheal tube was to be used on the patient, the healthcare professional was testing the cuff and found that the cuff was leaking. No patient injury was reported.

Manufacturer narrative:
UDI) and 510k are unknown. No additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No lot number was provided; therefore, a device history record (DHR) review could not be completed. One device was returned for investigation. Upon visual inspection with the naked eye under normal plant lighting, a portion of the balloon cuff was missing. The edge of the missing portion of the balloon cuff was straight, not jagged, suggesting that the missing portion resulted from a cut or tear. There was no manufacturing defect identified. The root cause of the reported problem could not be determined.